Event description:
Patient received an implant on (B)(6) 2012 of a bifurcated device, an aortic extension, and a limb extension in the patient's right iliac artery. On (B)(6) 2012, during the post-operative follow up visit, a computed tomography scan revealed a distal type I endoleak in the patient's left iliac artery. On (B)(6) 2012 the patient was treated with a limb extension which corrected the endoleak.

Manufacturer narrative:
Based upon review of the CT, it appears that the bifurcated endograft was deployed approximately 25mm proximal of the native aortic bifurcation. This deployment limited the iliac seal zone of the left limb in the common iliac which had an approximate diameter measurement of 18mm. Per IFU, the intended iliac vessel diameter for the selected model should be 10-14mm. In this case, the patient's anatomy met the criteria for indication for use. User error caused or contributed to the event.

Manufacturer narrative:
Device not returned, actual device not evaluated. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.